Manufacturer narrative:
**UDI related data quality updates only**this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that after 17 years in service, this right ventricular (rv) lead was capped and surgically abandoned without any specific allegation or device anomaly mentioned. A new device was implanted. No additional adverse patient effects were reported. No further information was available from the field.

Event description:
It was reported that after 17 years in service, this right ventricular (rv) lead was capped and surgically abandoned without any specific allegation or device anomaly mentioned. A new device was implanted. No additional adverse patient effects were reported. No further information was available from the field.